Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.